Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The analysis results found that the device was returned in good condition. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak without the test probe inserted through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. In addition, dent on the tip of the sleeve was noted; however, this finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic roux en y revision procedure, the trocar started to leak in the middle of the case. The same trocar was used to complete the procedure. No adverse consequences reported. No further details are available.